Event description:
It was reported that the buttons on the infusion device were only functioning intermittently. No adverse event was reported. The patient declined to return the infusion device for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product to be returned.